Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 42 indicating a motor current sense failure, and the user was unable to rewind; multiple restarts did not resolve the alarm and a replacement device was issued with instructions to shut down the original device, return it with the provided label, and use backup therapy while continuing cgm on dexcom. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included discontinuation of the affected pump and transition to backup therapy until the replacement arrived. Investigation included customer service troubleshooting and device replacement logistics. Investigation of this device revealed a suspected internal motor current sensing malfunction consistent with a pump motor control fault. It was concluded that the cause was an internal component failure of the pump motor sensing circuitry.